Manufacturer narrative:
One impl scr-v mini sbm 3.3mm 3.5mm 13mm (B)(4) was not returned for investigation. Since the product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and lot # for the implant (DHR/IFU/rmf). The cover screw mentioned in the complaint description does not require additional investigation as the cover screw is bundled with the (B)(4) and is within the scope of this investigation. A pre-existing condition noted on the per was low bone density (type iii). The reported devices were used on tooth # 20 and were used for a single day during the procedure. The customer did not provide pictures or evidence. DHR review was completed for the subject lot number (63777099). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63777099) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (damaged threads & does not seat) or devices (B)(4). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable for both reported devices. Unique identifier (UDI) number: (B)(4).

Event description:
Additional information stated that a healing abutment could not seat in the implant (B)(4). Excess of friction and damaged internal threads were reported. Implant was removed and procedure was completed using another implant. Tooth location 20.

Manufacturer narrative:
(B)(4). PMA/510(k) number: k011028, k013227. Device was not returned.

Event description:
It was reported that a cover screw could not be placed into the implant (svmb13). Excess of friction and damaged internal threads were reported. Implant was removed and procedure was completed using another implant. Tooth location 20.